Manufacturer narrative:
There was no pt involvement. Sorin group (B)(4) mfrs the sorin s3 roller pump module sorin s3 console. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that all of the display modules of the s3 roller pump were displaying an error message during set up. There was no pt involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received that all of the display modules of the s3 roller pump were displaying an error message during setup. There was no pt involvement.

Manufacturer narrative:
Evaluation of the device on site by the service representative was unable to reproduce the problem. The unit was returned to service and no further incidents have been reported. No nonconformities were noted during the device history record review regarding this issues. The issue will be monitored for trends and if identified, corrections will be recommended.